Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned in liquid in vial. Visual inspection found no visible damage to the lens (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, in the patients right eye (od) and hit the capsule with the blade. The lens was removed and was not replaced. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.